Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of over 400mg/dl and diabetic ketoacidosis. Customer treated with pump. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days and the pump settings and basal rates are correct. The customer was advised to follow up with their doctor regarding the high blood glucose. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The bolus wizard is functioning properly per bolus wizard sample in the user guide. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.